Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: h2, h6 the device was not returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, without a device return a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. The date of event is unknown. Additional information will be provided once available.

Event description:
It was reported the high flow insufflator was unable to restart. The issue was found during set up / inspection for use (during set up in room / before patient in room).